Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the f&p service center in (B)(6) where it was inspected by a trained f&p service technician. Results: visual inspection of the returned neopuff revealed physical damage to the gas outlet port of the fascia and valve assembly (front case). Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in (B)(6) reported through a fisher & paykel healthcare (f&p) field representative that the gas outlet port of a neopuff infant resuscitator was cracked. There was no reported patient involvement.